Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges the device was burning and smells like a plastic burning. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The ds2adv auto CPAP was returned to the manufacturer for investigation. When the pil tech attempted to retrieve the error logs, the device would not power up, and a burning odor was observed, therefore error logs were not available, and tech could not confirm power or therapy. Care orchestrator data was not available for download. During the investigation, pil observed evidence of liquid ingress with a dust contaminant consistent with mineral deposits on the water tank and water tank seal. An unknown contaminant was observed on the water tank lid. The center enclosure was observed to be warped and had a melting appearance to it. The ui panel was observed to have burn marks on the back of the lcd panel and the side of the panel was melted. An unknown dust contaminant was observed on the top enclosure. Evidence of liquid ingress was observed on the iso port. The pca was observed to have corrosion and burning on the q6, q7, the c202 capacitor and p3 damage possibly from liquid ingress to it. The issue of liquid ingress to the pca has been previously investigated as documented in CAPA 3376332. The top of the blower box was observed to have a dark discoloration to it as well as having melted. A dark discoloration and unknown dust contaminant were observed on the inlet/outlet seal. An unknown dust contaminant was observed inside the inlet of the blower box. An unknown dust contaminant and hair-like particles were observed on the bottom enclosure. An unknown dust contaminant was observed on the heater plate. Pil is able to confirm the complaint of a burning odor. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.